Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) system exhibited noise and oversensing on the right atrial (ra) channel. Additionally, there were multiple out of range impedances readings at less than 200 ohms. The patient has a good underlying rhythm and is zero percent paced in the atrium. The sensitivity was increased to 0.4 millivolts and the noise was no longer present on the presenting electrogram. No adverse patient effects were reported. This product remains in-service.